Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates this event is no longer reportable as the device longevity meets/exceeds the expectations of the physician.

Manufacturer narrative:
Correction: b5 - this event is no longer reportable as the device longevity meets/exceeds the expectations of the physician.